Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and embedded device ("essure implant embedded in uterus") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included anxiety since 2012, depression since 2012, high cholesterol since 2014, blood pressure high since 2015 and asthma since 1990. Concomitant products included losartan, simvastatin and venlafaxine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), loss of libido ("no sex drive"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("lower abdominal pain, cramping"), back pain ("back pain") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), removal of foreign body from uterus). At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, fatigue, weight fluctuation, loss of libido, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, loss of libido, migraine, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff stated, "that he could not finish because the tool had broke off and he could not remove it and he referred me to a specialist to remove the foreign body from my uterus.¿ the healthcare provider discussed the removal of the foreign body and that the essure implant was embedded in my uterus. Hcp said that to remove that I would have to have my uterus removed. Plaintiff had surgery to remove foreign body from uterus on (B)(6) 2015 and had partial hysterectomy on (B)(6) 2017. Discrepancy noted: plaintiff claimed that she had not removed essure (or any part of the device), also not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Most recent follow-up information incorporated above includes: on 11-mar-2019: events per pfs: essure implant embedded in uterus, malposition of essure device: uterus, device breakage, weight gain, no sex drive, migraines, headaches and plaintiff did not undergo essure confirmation test were added. Medical condition and concomitant medication added. Plaintiff demography and essure indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and embedded device ("essure implant embedded in uterus") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included anxiety since 2012, depression since 2012, high cholesterol since 2014, blood pressure high since 2015 and asthma since 1990. Concomitant products included losartan, simvastatin and venlafaxine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), loss of libido ("no sex drive"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("lower abdominal pain, cramping"), back pain ("back pain") and dyspareunia ("pain during intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), removal of foreign body from uterus). At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, fatigue, weight fluctuation, loss of libido, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, loss of libido, migraine, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff stated, "that he could not finish because the tool had broke off and he could not remove it and he referred me to a specialist to remove the foreign body from my uterus.¿ the healthcare provider discussed the removal of the foreign body and that the essure implant was embedded in my uterus. Hcp said that to remove that I would have to have my uterus removed. Plaintiff had surgery to remove foreign body from uterus on (B)(6) 2015 and had partial hysterectomy on (B)(6) 2017. Discrepancy noted: plaintiff claimed that she had not removed essure (or any part of the device), also not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.